Event description:
Kangaroo tube feeding tubing is leaking all over the floor from the connection site. We have had 6 reports of failures with this tube feeding line in a week. Failures are noted multiple times a day. Medical nutrition therapy has requested supply chain to remove this lot from circulation.